Manufacturer narrative:
Patient initial: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a tibial nail ex with proximal bend due to infection on (B)(6) 2015. The original surgery was completed on (B)(6) 2015. This report is for an unknown nail. This is report 1 of 2 for (B)(4).